Event description:
Caller reported a cgm error 42, which was addressed by receiving guidance from customer technical support. There was no adverse impact to the customer¿s blood glucose level. Technical support walked the caller through a pump reset, which successfully resolved the error, allowing the caller to start a new sensor session without further issues.